Event description:
A peritoneal dialysis (pd) patient experienced severe peritonitis. The cause, hospitalization, laboratory test and patient outcome were not reported. Pd therapy was discontinued and pd catheter was replaced. Declined to provide additional information.

Manufacturer narrative:
Literature article: nakano, t., kitamura, h., tsuneyoshi, s., tsuchimoto, a., torisu, k., tsujikawa, h., kawanishi, h., tsuruya, k., kitazono, t. ¿predictors of encapsulated peritoneal schlerosis in patients undergoing peritoneal dialysis using neurtral-ph dialysate¿. Clinical and experimental nephrology. (2025) 29:212-220. Https://doi.org/10.1007/s10157-024-02565-9. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.